Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 0.035" guidewire from the 8 fr radifocus introducer ii kit was received for product evaluation. No other accessory components were returned. Visual inspection revealed that the guidewire was deformed. The guide wire was observed under microscope and the inner core rod wire was exposed at 394 mm and the remaining portion of the guidewire was completely stretched out. The j- tip of the wire, which was about 30 mm was broken and separated from the remainder of the guidewire. No other anomalies were noted with the returned component. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the multiple sticks required to access the vessel may have led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on (B)(6)2020 it was confirmed that the term puncture cannula means needle. While accessing the vena femoralis right, the wire came apart. There was no damage to the wire prior to access noted. Multiple sticks were performed while trying to access the vessel, it was a tricky insertion.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved ik device was used during the procedure. During wire pullout (without a puncture cannula), the wire became crimped and the end of the j was torn off. There was no harm to the patient. Additional information was provided on 18mar2020. The procedure was an ablation. The broken piece was removed from the patient with a snare, they looked under x-ray to confirm there was nothing more in the body. There was only a little blood loss.